Event description:
In 2006, pt had silicon breast implant on left ruptured. Right side intact. According to implant log in 1699, the pt had them implanted. Then in 2003, the pt had left breast implant exchanged from a 27-153721 sn/lot#xv0887/40387 to a 27-153721 sn/lot#jb1815/208856.